Event description:
Prior to placing a chest tube into the patient's chest, the surgeon noted that one of the perforations at the distal end of the chest tube was incomplete. A small circular piece of plastic was still slightly attached in the hole. The chest tube was not used in this patient. Remaining chest tubes of this lot were removed from supplies throughout the facility. Clinicians were notified of the event. There was no contact or harm to patient. Another chest tube from a different lot was inspected, noted to be intact and placed in the patient.